Event description:
At the start of the colonoscopy, the crna (certified registered nurse anesthetist) was unable to regulate the volume of fluid using the roller clamp contained on the IV set. The set was either "wide open" or "closed tight" and therefore, regulated flow could not be achieved using the roller clamp. The crna was forced to manually open and close the clamp in order to control the flow of fluid. Upon investigation, it was learned that other crnas, nurses, and other staff members have experienced difficulties in regulating solution flow with the new design of the roller clamp. In speaking with hospira, we learned that there have been multiple other product complaints from other facilities regarding this new design of roller clamps.